Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) replaced the r/w (red/white) preamp card and r/w/p processor card in the analyzer. The fse returned the parts for further evaluation. Both parts were subjected to testing at the box level and passes all tests per procedure. The cause was not determined.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that the histogram pattern was deformed for each of the patient samples in question. The fse replaced the r/w (red/white) preamp card and the r/w/p processor card. The instrument was verified and patient samples repeated with results recovering with no further issues.

Event description:
The customer reported platelet test results were flagged with an r (review results) flags for multiple patient samples when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to the user or patient associated with this event.